Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment; however, resistance was felt during insertion. After the device was removed from the patient's body, it was found that the stent strut was lifted . The procedure was completed with another of same device. There were no patient complications reported.